Event description:
A 4.5 mm lcp curved condylar plate ws noted as fractured on x-ray taken post operatively. Patient lives in a nursing home. Patient fell and the plate was implanted. At 5-6 weeks post operative patient started to experience pain. She went to a pain management specialist and had a tens unit put on. Patient collapsed in 2007, in the nursing home, and an x-ray noted the broken plate, and plate was subsequently removed.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned.